Event description:
It was reported that the rv lead was explanted due to impedance anomaly. No further information is available at this time.

Manufacturer narrative:
The reported event of low pacing impedance was confirmed. As received, a partial lead was returned in four pieces. Visual inspection of the lead found an external insulation abrasion exposing the outer coil consistent with friction to another device or feature of the heart. The reported event was isolated to the exposure of the outer coil in the abrasion zone.